Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, decreased r-wave amplitude since implant was observed. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition post-procedure.